Manufacturer narrative:
Concomitant medical product(s): other relevant device(s) are: product ID: ev olutpro-29-us, serial #: (B)(4), ubd: 13-may-2021, UDI#: (B)(4), product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, into a native bicuspid valve, the val ve dislodged while the nosecone of this delivery catheter system (dcs) was removed. The dislodge may have been caused by the nosecone or a shallow implant. A non-medtronic valve was used to complete the procedure. No additional adverse patient effects were reported.